Event description:
It was reported that a pump is alarming for a system error 322. There was no patient incident.

Manufacturer narrative:
MFR ref no. (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.